Event description:
It was reported that the patient experienced a shocking sensation while having some tissue removed on her right thigh by electrocautery. The device was turned off. The stimulator had been turned off for the procedure. The patient was instructed to see her physician to check the device. It was further reported that the patient also had shaking of her arms after the electrical shock. The shocking sensation was further described as a zap and the patient felt the zaps in her right fingers and hand. A grounding pad was not used. The shaking had improved over time. It was further reported that a company representative met with the patient. The patient was nervous to turn the stimulation back on. It was reported that everything was normal. Impedances were within ranges. The first impedance test, the patient stated the stimulation felt different in her arms. The representative re ran at a different voltage and the patient didn¿t have any adverse stimulation. The patient was going to start at 0 volts and slowly titrate stimulation back up. The patient was reprogrammed and was getting good stimulation coverage in the areas she typically had pain.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).